Manufacturer narrative:
There is insufficient information to review the logs for this event.

Event description:
It was reported that during a da vinci-assisted procedure, an unspecified sureform stapler instrument fired a sureform green reload and a staple line leak was identified. The surgeon reportedly did not use buttress material for the staple line at the time. It is unknown what surgical intervention, if any, was performed due to this event. The procedure and patient outcome are also unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: b3, h2, h11. Corrected data: field b3 was corrected to 11/11/2025. Additional information: the surgeon said this event did not result in malformed staples, an exposed reload blade, staples missing from the staple line, holes/gaps in the staple line, the reload becoming stuck to tissue, or bleeding. The surgeon reported resolving this event by using a third-party stapler instrument to continue the surgical task. A review of the instrument logs was attempted for the sureform stapler 60 instrument related with this event. However, the search did not return any results aligned with the customer-reported product information and/or event date. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.